Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the patient's mother, reported that on (B)(6) 2011, the pump did not deliver the programmed doses of basal and bolus insulin. The pump is programmed to deliver a total daily basal dose of 46.83 units. On (B)(6) 2011, the total basal dose delivered was 20.81 units. On (B)(6) 2011, the patient received bolus insulin doses while at school, however, the pump history does not record any bolus doses for that day. There was no adverse event associated with this issue.